Manufacturer narrative:
Further information has been requested of the initial reporter regarding any section with ni and patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera® include: gastric outlet obstruction. A partially-filled balloon (i.e., <400 cc), or a leaking balloon could lead to gastric outlet obstruction, requiring balloon removal. It is also possible for a fully inflated (400-700 cc) balloon to lodge itself in the gastric outlet causing a pyloric obstruction which can produce a mechanical impediment to gastric emptying. Gastric outlet obstruction may require surgical removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "presented to ER with gastric outlet obstruction from an orbera balloon which had been in for several months. X-rays showed gastric dilatation and what appeared to be a full balloon sitting in the lower stomach."